Event description:
Material #:382633. Batch#:4222721. It was reported by customer that the insyte autoguard IV catheters have been resistant to retracting using the push button technique designed. This has occurred a minimum of 9 times to the supervisor's knowledge. No employee or patient injury noted.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
Additional information of fa#.

Manufacturer narrative:
Investigation results: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. However, the reported defect of needle retraction failure is confirmed since a trend has been identified for the reported failure mode and corrective actions have been initiated to investigate this type of incident and identify the root cause. We would be very interested in examining product that does not meet your expectations and our quality standards.

Event description:
No additional information.